Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings from the adc freestyle libre sensor. The customer stated that her "mind went blank" and experienced a loss of consciousness. The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.